Manufacturer narrative:
We received (B)(4) where the customer claimed that he couldn't get the finger splint package open, and cut his right index finger on the finger splint. Date reported: (B)(6) 2022. Customer services followed up on following dates with the customer and the customer was not responsive. (B)(6) 2022 emailed claims case manager that we received the claim and would contact the customer directly. (B)(6) 2022 emailed customer asking for additional documentation by (B)(6) 2022. (B)(6) 2022 we called, have not heard back from customer. Left message sourcing, customer services, quality & regulatory team had a meeting to investigate the root cause of the injury to the customer. As per sourcing, the finger splint shown in the pictures from the customer has straight edges at the bottom with sharp pointy edges. Our finger splints are always curved at the bottom of the splint and have extra foam for comfort and to provide protection from the metal frame. The mold is made in the way that will only stamp the metal frame with curved edges, and if in case there is some manufacturing error, the quality checks and would discard the product before packaging it. We believe that the customer cut the finer splint by error while opening the packing which led to cutting the skin. After carefully observing the pictures provided by the customer, it looks like finger splint was attempted to cut from the bottom and the curved edges are made straight with no extra foam. We tried to contact the customer three times, but the customer was not able to respond. Because of that we are not able to conduct a thorough investigation on the adverse event. There is no similar type of complaint for finger splint in recent years and our product is performing as intended. Since there is no foreseeable risk associated with this product as per our investigation, therefore there will be no change in design or labelling for the product. We will not conduct product risk review because there is no mitigation or harm associated with this product. Appears to be an isolated event.

Event description:
The customer claimed to have cut his finger while opening the device.